Event description:
It was reported that, "a ray tfc unite device was called for, opened and inserted. The device in the box was a (B)(4) without the midical lateral cutouts. Surgeon was new to system, took the cage and inserted it before rep could i.d. It. As a result, a more lateral trajectory was required of the 2nd ray cage."

Manufacturer narrative:
The investigation is underway. Any additional information obtained will be submitted in a follow-up report. The device is currently implanted in the patient; therefore, the product in question cannot be returned to the manufacturer.